Event description:
Under echo guidance, the bioptome got stuck in presumably the rv (right ventricle), and the provider was unable to pull it back without significant resistance and could not open the jaws or maneuver it. The patient went into an svt (supraventricular tachycardia) and felt very uncomfortable. Due to her arrhythmia and discomfort, the provider pulled the bioptome with significant tension noted at the time and retrieved a fairly large piece of tissue on the end though the jaws remained shut. She could not release the tissue piece which was still attached to the bioptome. The patient immediately flipped out of her svt rhythm, and felt better and remained hemodynamically stable.